Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer had noticed that the insulin pump had cracked when they were changing the reservoir. It was being held together by a rubber band. The reservoir compartment was damaged. The customer¿s blood glucose level was 142 mg/dl. The customer reported that the insulin pump was not dropped. The customer also reported that the holster was broken. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.